Event description:
During troubleshooting of an unrelated alarm, it was report that the registered nurse (rn) had reconnected the transfer set to the patient line after observed it was disconnected. The event occurred during drain one of six on the home choice (hc). The technical service representative (tsr) had the rn close the clamps, disconnected, and cycled power. The hc then went to ¿press go to start¿. The tsr assisted with removing the set and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.